Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the nc traveler rx coronary dilatation catheter instructions for use (IFU) states: complete the following steps to prepare the nc traveler coronary dilatation catheter for use: remove the protective mandrel from the flushing sheath and flush the nc traveler coronary dilatation catheter. Follow this procedure for subsequent flushing. Flush solution should be seen coming out of the guide wire exit notch located approximately 25 cm proximal to the balloon. Then slide the protective sheath off the balloon. It is undetermined if the deviation of the IFU of not removing the protective mandrel from the flushing sheath and not flushing the lumen caused /contributed to the reported difficulties. The investigation determined a conclusive cause for the reported difficult to remove protective sheath cannot be determined. The reported stretched tip likely occurred as direct result/symptom of the reported difficult to remove protective sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to use, the protective sheath of the 3.0 x 15mm nc trek balloon dilatation catheter (bdc) was difficult to remove. Therefore, the protective sheath was soaked in saline. The protective sheath was finally removed but the tip became stretched. Therefore,the bdc was not used in the patient and pre-dilation was completed with a non-abbott bdc. Reportedly, the balloon was not prepared prior to removing the protective sheath. A xience sierra stent delivery system (sds) was implanted to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.